Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The distributor reported on behalf of hospital that the catheter did not function properly. No pt injury was reported. The monitor displayed the following: function normal display normal. Csf leakage from temperature connector. The faulty catheter was replaced and the replacement catheter functioned properly.